Event description:
Customer run lactate samples above 10 mmol/l on two different abl825's as standard procedure. On one patient sample the result was 18 mmol/l on one abl825 and 14 mmol/l on the other. The patient was being monitored for lactate in the ICU. The customer stated that this difference could have effected treatment if they had not run the double check, and that the clinicians could have falsely thought that the patients' treatment were working and lowering the lactate value. No patient medical intervention was needed. The field service engineer installed the customers electrode with a new membrane unit and ran whole blood comparisons. The instrument was now measuring within the specified performance. Results were within 1 mmol/l on all values above 12 mmol/l, and qc's were running closer to the target value.

Manufacturer narrative:
Radiometer became aware of the issue through internal testing in connection with a CAPA. On (B)(4) 2012 a field safety notice was distributed to warn the users of a potential negative bias that may occur after exchange of the lactate membrane unit. The correction was reported in accordance with 21 cfr 806.10. (B)(4).